Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing dizziness, shortness of breath and almost wanting to faint. It was further reported that the leadless implantable pulse generator (ipg) exhibited under-sensing. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced syncope due to a vasovagal episode during a foley removal. It was also reported that undersensing did not occur - rather premature atrial contractions with sinus pauses.